Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured. If the cat7 is advanced and torqued against resistance, damage such as a kink and subsequent fracture may occur. The reported advancement of the cat7 over steep bifurcation likely contributed to the resistance. Further evaluation revealed additional kinks along the catheter shaft. This damage was incidental to the reported complaint and may have occurred during removal or packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac and superficial femoral arteries using a lightning aspiration tubing (lightning), indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, while advancing the cat7 through the sheath over a steep bifurcation, the physician fractured the cat7. Therefore, the sheath containing the fractured cat7 was removed. The procedure was completed using a cat6 and a new sheath. There was no report of an adverse effect to the patient.